Event description:
Procedure: open rectum. Patient sex: unk. According to the reporter: while using this device, a cracking sound was heard, and the handle could not be squeezed. The surgeon felt that the tissue was quite thick. The surgery was an open procedure, so the surgeon then used an open stapler to finish the procedure. Or time extension is not known; however, since the actual time needed to finish this case is not clear, this event was classified as an adverse event. There was no patient injury reported.